Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient refused to return the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient stated that the ok button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the up and ok buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.